Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).

Manufacturer narrative:
During investigation of the belt a reportable malfunction was found. The belt displayed service code 204 (belt/monitor unusable). The cause for the service code 204 was contamination on the distribution node board. Belt will be scrapped for contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged belt.